Event description:
Per the audiologist, the patent experienced a decrease in performance. The results of an integrity test (B) (6) 2010 indicated normal receiver stimulator function with multiple electrode anomalies. Reprogramming of the device did not improve performance therefore the patient discontinued use of the device. More information was not available at the time this report was filed.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012. Device not available for analysis.